Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the inner polybag for the device was sealed to the outer package. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a backup bur.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the inner polybag for the device was sealed to the outer package. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a backup bur.